Manufacturer narrative:
The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Neurological dysfunction has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the cardiologist, that the patient called yesterday morning to report that he was having stroke-like symptoms "(tingling in his mouth and rue/rle weakness)." Patient was brought to the emergency department (ed). It was stated that the vad parameters were within normal limits (wnl), and there were no alarms associated with the event. It was further stated that the site chose to administer systemic tpa as a thrombectomy was not recommended as the clot was thought to be too small to retrieve. Log files were stated to have been sent to the manufacturer and were said to be wnl. Patient was admitted for close monitoring. It has been reported that the patient's symptoms have progressed with worsening weakness on the right and monitoring continues. It was reported the patient's chest was closed on the evening of (B)(6) 2016 and paralytics were lifted and patient remained intubated. It was stated that the patient, overnight reported to be following commands and moving his "lue/lle", but no right-sided movement reported yet but patient remained intubated and heavily sedated at that time. It was further reported that the patient received a heart transplant on (B)(6) 2016 and is doing well recovering in the ICU at this time. No additional information provided.